Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the meter read her blood glucose over 600 mg/dl. User gave himself 10 units insulin per the bolus wizard.customer also mentioned that the insulin pump alerted with unexpected restart alarm. No further details given. Insulin pump will not be returned for analysis.